Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. (B)(4).

Event description:
The customer reported that the insulin pump is turning off on its own and had a blank display. The caller also reported that she changed the battery and she got a lost sensor error alarm. The blood glucose reading was 138 mg/dl. The customer stated that the contacts on the battery cap are not missing or corroded. No further information was provided.